Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 2.2 multiple pockets had failed a5, c1, e1, e4 and cubies also not detected on map. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no error found on station. The technical support specialist (tss) confirmed that there were no errors on the drawer setting and emailed the same to customer. Customer also confirmed that the issue did not reoccur. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 2.2 multiple pockets had failed a5, c1, e1, e4 and cubies also not detected on map. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.